Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system performed as intended and no hardware was replaced. The hardware passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the imaging system randomly shut down and it was noted that the umbilical cord was ran over. No patient present.